Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Two photos of an x-ray screen were provided for evaluation. The images are showing an implanted stent during post-dilation. Based on the images provided, the reported stent twisting as well the reported stent foreshortening could not be confirmed. Potential factors that could have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An unintended movement of the delivery system during stent deployment may result in stent foreshortening. Also excessive compression of the outer catheter or incorrect holding of the device during stent deployment may cause stent foreshortening. A challenging stent placement site as well as tortuous or calcified vessels may contribute to an irregular stent placement. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the tracking path was reported to be calcified. Reportedly, the stent could be released without difficulty. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that the vascular stent which was implanted after a successful recanalization of an occlusion of the sfa, was found to be twisted in the middle section and foreshortened (stent length 85 mm instead of 120 mm). After excessive post-dilation, an acceptable result was achieved. No intervention has been performed. No patient injury was reported.